Event description:
Caller reported a result of 1.7 inr obtained on the coaguchek xs system on (B)(6) 2013. The caller contacted a representative from the distributor of the product and was advised that her blood was "too thin." Based on the information the caller withheld her coumadin dose for 3 days. On (B)(6) 2013 caller reported a result of 1.1 inr obtained on the coaguchek xs system. The caller was advised by a nurse to go to the emergency room (ER); one hour after the device result she was treated with a lovenox injection and 2 heparin ivs. Caller was discharged from the hospital 4 days later and her condition has improved. Requested return of suspect system however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.